Manufacturer narrative:
The flow diverter and marksman catheter were returned for evaluation. As received, the marksman catheter was observed to be separated into two segments (distal and proximal). The flow diverter delivery system was observed to be within both segments of the marksman catheter. For further examination, the flow diverter delivery system was removed from both and the flow diverter braid was deployed. The distal segment of the marksman catheter was examined. Kinking damage was observed near the distal tip. Flattening and bending damage were observed at sections near the distal tip. No damage was found on the catheter tip. The proximal segment of the marksman catheter was examined. Bending damage was observed near the proximal end of the catheter hub. Exposed braid was observed at the separated ends of the distal and proximal segments. Due to the damaged condition of the catheter, the catheter could not be further tested. Based on the analysis findings and reported event details, the reports of resistance were confirmed. In addition, the marksman catheter was observed to be separated. It is possible that the patient¿s moderate vessel anatomy may have contributed to the reported resistance, subsequently causing the marksman to separate. Marksman separation explains the physician¿s observation that the flow diverter pushwire ¿suddenly became easy to push¿. Due to the damage observed in the marksman catheter (kinking / flattening / separation / bending), it appears that excessive force was used (pushing <(>&<)> pulling). Per the marksman instructions for use (IFU): ¿never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ all products are 100% inspected for damage and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of marksman catheter separation during a procedure. The patient was undergoing flow diversion treatment for a ruptured, saccular aneurysm in the m1 middle cerebral artery (mca). The aneurysm max. Diameter was 6.7 mm and neck diameter was 4.6 mm. Vessel tortuosity was moderate. The devices were prepared as indicated in the IFU. A continuous heparinized saline flush was used during the procedure. It was reported that the guide catheter was placed in the internal carotid artery (ica) and the marksman was placed in the m3 mca. The physician inserted the flow diverter into the marksman but experienced resistance in the middle section of the marksman. It was reported that the physician continued to push the flow diverter wire and it suddenly became easy to push. However, the pushwire did not have enough length to reach the distal mca; the system was removed from the patient. There were no reports of patient complications in connection with this event.